Event description:
The customer reported the device was being tested as the device was dropped. The customer ran opcheck and all tests passed, however, a red x showed on the display. There was no patient involvement. A philips repair bench technician evaluated the device and confirmed the issue. The bench technician reseated the ready for use (rfu) indicator cable to resolve the issue.